Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary ms4000 device was not detected on the bus and drawers were open prematurely before prompted the user. The customer attempted to recover the drawers; however, the issue persisted. A reboot was performed and the system was allowed to stabilize for a few minutes before reattempted access. Followed the reboot, all pockets were observed to be in a failed state. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device displayed device not detected on bus error. The field service engineer (fse) stated that the auxiliary drawer 5 was not detecting pockets. The unit was powered down, the bus cable was inspected, the rear cover was removed, and all connections were inspected and reseated. Diagnostics were run, and all components were confirmed operational. The system was restarted to the application. The system functioned as intended after the field service engineer repaired the device.